Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the heart, and a non-abbott device (octaray catheter by biosense webster) was inserted. While mapping, it was blood was noted to be leaking from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was identified. No additional venipuncture was performed due to sheath replacement.